Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device was found to be good physical condition, but noted to be contaminated with blood. Device was filled with water, temp check attached, line cord plugged in, and power switch was turned on. Unit noted to have not alarmed, as a result of a faulty pcb, the beeper was defective. The device had run about six hours with the defective pcb, confirmed only the defective beeper. The problem source however has been determined to be other.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-90 has switched off with out an alarm. There were no adverse events reported.